Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead was suspected to have dislodged due to changes in the aplitude, impedence and threshold values. X-ray confirmed the dislodgement. A revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the complete right ventricular (rv) lead was returned with set screw marks on the terminal pin. The stylet was returned inserted in the lead lumen and was removed without difficulty. The lead body was twisted along its whole length and appears to have become twisted while trying to retract the helix which is deemed to have been induced in the field during the explant procedure. There was dried blood/body fluid noted in the helix housing and the helix was retracted. The tip portion of the lead, including the helix, appears intact and undamaged. This rv lead passed all electrical testing including the hipot and continuity tests. Analysis could not confirm the allegation that this rv lead dislodged or the changes in the amplitude, impedence or threshold values as the lead tip and helix have no visible signs of damage or defect which would lead to dislodgement.